Manufacturer narrative:
Follow up response received from the customer noted that "I was given no further information regarding this camera head. So if olympus can find no fault send it back to me and I will put it back in circulation". No further information provided regarding the event reported. Device evaluation was performed and the reported issue of "not working " was not confirmed. The repair facility conducted a visual inspection and a functional inspection and the reported issue was not reproduced. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device was not working. No patient harm reported.